Event description:
A complaint was reported regarding the monofocal intraocular lens (iol), dib00 cartridge tip, which cracked during lens insertion. As the lens is advanced, the cartridge tends to crack near the tip, raising concerns about potential injury to patient. It was indicated that the surgeon has experienced additional similar incidents. Trough follow ups, the account mentioned that they use balanced salt solution (bss) at room temperature, which is introduced from the cartridge canopy. They do not open the lens until the end of phacoemulsification; at that point, they open the lens and prepare it for use. The dwell time is 3 to 4 minutes, and the surgical technician performs the initial advancement. The technician believes that the doctor applies a ¼ twist during the advancement process. It was confirmed that there have been no injuries in any of the cases, no interventions have been required, and the lenses have been successfully implanted and remain in place to date. Additionally, the patients outcome have been good. No further information was provided. This report is five (5) out of six (6). Separate reports will be submitted for the other incidents.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not available. Section b3: date of event: unknown, not provided, but the best estimate date is prior to 3/5/2025. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted section h3 (no): the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.